Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with amikacin injection (100mg, per day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.